Manufacturer narrative:
(B)(4)

Event description:
It was reported that a retained sensor wire occurred. The sensor was inserted into the back of upper arm. On (B)(6) 2025, it was reported via stelobot, that a retained sensor wire occurred. The sensor pod was removed and upon removal the customer observed the sensor wire was missing from the pod and remained in the skin. No symptoms occurred at the insertion site. They consulted a md who used a local anesthetic and removed the sensor wire by making a small incision at the puncture site. On (B)(6) 2025 the skin was healing. No other customer or event details were available. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.